Event description:
It was reported that approximately 7 weeks after revision procedure, the patient presented with increased pain and elevated inflammatory markers. After the head and bearing were exchanged, the infection continued without healing requiring a full 2-stage revision. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: 00801802805 femoral head sterile product do not resterilize 12/14 taper lot number 63897966. 110031013 vivacit-e dm bearing 28x46mm lot number 64689634. 00625006525 bone scr 6.5x25 self-tap lot number 65203637. 00784301306 femoral stem beaded fullcoat 12/14 neck taper std. Body std. Offset size 13 13 mm distal dia. 160 mm length lot number 62928933. 00801802805 femoral head sterile product do not resterilize 12/14 taper lot number 63079295. 110031013 vivacit-e dm bearing 28x46mm lot number 65233773. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2023 - 00128, 0002648920-2023-00004, 0001822565 - 2023 - 01646, 0001822565-2023-00133. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, as supplemental medwatch will be submitted h3 other text : device location is unknown.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device history records identified no related deviations or anomalies during manufacturing. Medical records were not provided. Upon further review, the root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.